Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving one patient. This is the third of four reports. Refer to 9611594-2016-00023 for the first report. Refer to 9611594-2016-00024 for the second report. Refer to 9611594-2016-00026 for the fourth report. It was reported by a nurse that, the last three transgastric-jejunal feeding tubes put in a patient the gastric-port leaked almost immediately. The nurse vents the gastric port when feeding overnight, otherwise the gastric-port is closed. On (B)(6) 2016, the transgastric-jejunal feeding tube was replaced again (fourth device) because it was coiled in the patient stomach and leaked like the gastric-ports. There was no injury reported to the patient. The date of event for first, second, and third devices are unknown. Additional information was received on (B)(4) 2016 that states the device was replaced on (B)(6) 2016 (third device) and the original placement of the device was on (B)(6) 2015 (third device). The patient is currently stable and no injury occurred. No further information provided.